Manufacturer narrative:
The 1020379-2018-00026 is associated with argus case (B)(4), (B)(6) polident for partials (polident for partials with taed). (B)(6) polident for partials (polident for partials with taed) is marketed as polident tablets in the us.

Event description:
Hospitalisation. Case description: this case was reported by a consumer via call center representative and described the occurrence of hospitalisation in a male patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started japanese polident for partials (polident for partials with taed). On an unknown date, an unknown time after starting (B)(6) polident for partials (polident for partials with taed), the patient experienced hospitalisation (serious criteria hospitalization and gsk medically significant). The action taken with (B)(6) polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the hospitalisation was unknown. It was unknown if the reporter considered the hospitalisation to be related to japanese polident for partials (polident for partials with taed). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Clinical course: the patient was using japanese polident for partials (polident for partials with taed) by dissolving in the lukewarm water at about 40 degrees celsius. He was scheduled to be admitted to the hospital for about three weeks. The reason for hospitalization was unknown. No further information is expected.